Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer was dispatched to the customer site to further investigate the reported event. Fse reviewed logs, tested both master tool manipulators (mtm) and all arms with multiple instruments. Fse could not replicate the customer reported issue. The system was working properly, and no additional action was required as the issue was resolved. An RMA was not issued for return, and isi did not receive the product for failure analysis. The complaint was not confirmed based on field evaluation. The probable root cause cannot be determined at the time of this report.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the intuitive surgical, inc. (Isi) clinical sales representative (csr) contacted isi technical support to report that the customer was experiencing the synchroseal jaws not following surgeon grip on right hand. The csr stated that sometimes the jaws remained open when the surgeon's grip was closed and sometimes the jaws stayed closed when the grip was opened. Tse noted in event logs that the synchroseal was installed in arm 3 at time of call. Tse recommended site replace synchroseal and return the affected instrument for evaluation. The customer reported event has no report of patient injury.